Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the patient had high bgs of 20 mmol/l. The patient had treated with the pump but continued experiencing high bg. Troubleshooting was performed, and it was stated that the drive support cap was flush. Nothing further was reported.

Manufacturer narrative:
The blood glucose meter communicated properly and all data matched properly with the insulin pump. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement tests. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.